Event description:
It was reported that the atrial lead tested fine prior to a device replacement; however, during the procedure the lead tested with high impedance. After noting the impedance reading, the physician found a section of insulation on the lead that was coming off of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned with some outer insulation missing. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo and developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).